Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported stated that on (B)(6) 2016 the right atrial lead exhibited intermittent noise with arm movement for years. The lead was successfully capped and replaced.

Event description:
It was reported that the right atrial lead exhibited noise. The noise could be reproduced with isometrics. The lead sensitivity was changed and the lead remained implanted.